Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 411 mg/dl. The customer was treated with insulin pump and insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer¿s current blood glucose level was 290 mg/dl. The customer reported that the cannula was bent. The customer did not allege insulin pump was under delivering. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The insulin pump will not be returned for analysis.